Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of insulin and the delivery was started. No specific programming parameters were provided. It was reported that the pt¿s blood sugar remained >300mg/dl for approx three days, and when the physician was notified, the insulin therapy was increased to unspecified rates. At an unspecified time, it was reported that the nurse noted the insulin was not being delivered to the pt; however, the device display indicated the insulin was being delivered. At this time, it was reported that the nurse clamped the tubing set, and noted the device did not alarm for the occlusion. There were no reported adverse pt effects. No medical interventions were required. The tubing set was replaced and therapy was resumed using the same device. Though requested, no add¿l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.